Event description:
Letter from legal rep alleged footrest on champion recliner malfunctioned. Death alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare called attorney representing the medical center on (B)(6) 2012. He did not provide any additional information regarding the specific device (model, serial #) or the reported malfunction. A letter was sent the same day documenting a request for additional detail. Follow up information will be submitted when it becomes available.